Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the filter was inadvertently pulled into the pod too quickly and/or with excessive force resulting in the reported break-tip (fracture of the distal end of the catheter) and the reported difficult to insert; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during preparation of an emboshield nav6 filter, the filter was unable to load onto the delivery catheter pod. A fracture of the distal end of the catheter was noted. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. This complaint will be an initial/combo report for abbott, but anvisa has already received this complaint.